Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. As a preventative measure, the remote dose cord connector was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a 'doze code check'. There was patient involvement and no patient harm/adverse event reported.